Event description:
Company representative reported (initially reported (B)(6)) "postoperative bleeding. Grade: [iii] 2 units of prbc transfusion required; invasive treatment required; hospitalization required". Surgery type was third reconstruction. The device remains implanted. This record is for an unknown side.

Manufacturer narrative:
Continued g2 (other report source): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "postoperative bleeding. Grade: [iii] 2 units of prbc transfusion required" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: postoperative bleeding. Grade: [iii] =2 units of prbc transfusion required.